Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported, intra and extracapsular rupture. And lymph nodes in the right axillary region show minimal silicone infiltration confirmed by MRI. This record is for the right side. Device remains implanted.